Event description:
The customer stated that his elite meter was giving erratic readings. The customer will test his blood glucose and receive a reading of 240 mg/dl. He will retest using the same meter and receive a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event due to the readings. The meter will be returned for evaluation, and a replacement meter will be sent.